Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead was positioned successfully. It was noted that approximately 20 rotations were needed for the helix to extend. The lead was tested on the pacing system analyzer (psa) with the stylet still in place and good measurements were observed. However, when the lead was connected to the device, there was no pacing output, no sensing, and impedance measurements were out-of-range. The lead was removed and reconnected to the device several times, but the issue did not resolve. The lead was tested again on the psa, and still there was no pacing, sensing, or impedance values. The stylet was reinserted into the lead, and then measurements on the psa were normal. The field representative recommended implanting a new lead. A boston scientific technical services consultant discussed that a possible conductor fracture had occurred, and that the stylet was bridging the electrodes. Further evidence of a fracture was noted when the helix could not be retracted. The lead body was turned to remove it, and another lead of the same model was implanted without further complication. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing and confirmed via x-ray that the cathode conductor coil was fractured at the distal end of the terminal pin. A bent stylet was stuck in the lead and could not be removed. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.